Event description:
In 2001, patient underwent implantation of staar model aq-2003v intraocular lens in the right eye. The surgeon believes angle closure glaucoma or pupillary block. Patient had unusual high pressures in the 50's & 60's post-op. Patient had laser treatments. On the day after surgery, patient had an iridectomy pupillary block and a gonioscopy performed. The lens remains implanted. Prognosis is excellent.